Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's son reported via phone call that they experienced high readings and skin infection. Customer's blood glucose value was in the 450's mg/dl. Customer was sweating in the middle of the night and emergency medical services was called. Customer stated infection in the sensor site. Customer will call back to troubleshoot. The product will not be returned for analysis.